Event description:
Boston scientific was initially notified that the matrix standard - 3d coil would not go through the hub of the microcatheter. No complications were reported to have occurred with the pt during this event. Analysis of the device in october 2003, found that the main coil was returned separated in two fragments, classifying this event as a medical device report.